Event description:
Spontaneous report per cnss email; pt's spouse states that pt's pump (sn (B)(4)) has beeped with the same error message "no disposable tubing" on 3 different occasions. No clamps or issues with tubing seen and pt has been using backup pump without issues. No other info known. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from "(B)(6) 2014" to current. Diagnosis or reason for use: pah.